Event description:
It was reported that right atrial (ra) lead was explanted due to dislodgement a few weeks after implantation. The patient underwent surgical intervention to remove and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Analysis found cuts in the outer insulation likely as result of damage during explantation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than explant damage. The dislodgement allegations were not confirmed. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement.

Event description:
It was reported that right atrial (ra) lead was explanted due to dislodgement a few weeks after implantation. The patient underwent surgical intervention to remove and replace the lead. No additional adverse patient effects were reported. The lead was received for analysis.